Manufacturer narrative:
The unit received a motor error alarm during the basic occlusion test and a compromised force sensor system alarm during the prime/compromised force sensor system test due to moisture damage inside the force sensor resistor. The unit was received with high stop current due to moisture damage on the lcd board. Moisture damage was found on the motor. The insulin pump passed the displacement test. The unit was unable to perform the self test, unexpected restart error test, occlusion test and no delivery test due to compromised force sensor system alarm. Pump had cracked case at display window corners, battery tube threads,reservoir tube, reservoir tube lip, minor scratched and cracked display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the rewind process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The customer was not pressing on the drive support cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.